Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) was able to confirm the customer comment that the device failed to power on. It was also noted during analysis that the epg was contaminated and moisture was found inside the device, the main printed circuit board (pcb) was contaminated. The output connector assembly was broken, upper case was contaminated, upper case boss was stripped, keypad flex was contaminated, encoder was contaminated, 4 knobs were contaminated, lower case was contaminated, label was damaged, main seal was pinched, display was contaminated, display frame was contaminated, 4 display frame screws were contaminated, 3 case screws were contaminated and 6 main printed circuit board (pcb) screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The epg was returned for repair and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.